Manufacturer narrative:
(B)(4). Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Detailed trace analysis or pump history confirmed power error alarm 25 was triggered when backup battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector. Pump was monitored and functioned properly. Pump received with minor scratched lcd window, scratched case and pillowing keypad overlay.

Event description:
Customer reported via phone call that the received power error detected and replace battery alerts. Customer explained that the internal power source was unable to charge. Customer's blood glucose value was 65mg/dl. Customer declined to troubleshoot of low blood glucose values. The insulin pump will be returned for analysis.